Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to possible air in line) occurred on the homechoice (hc) during last fill. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) discussed continuing therapy with the use of continuous ambulatory peritoneal dialysis (capd) with the hp. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.